Event description:
It was reported that a balloon rupture occurred. The 98% stenosed target lesion with length of 20 mm and a diameter of 2.5 mm was located in the severely tortuous and severely calcified left circumflex artery. A flextome cutting balloon was selected to treat the lesion. During the procedure, it was noted that the balloon ruptured. The procedure was completed and no patient complications were reported.

Event description:
It was reported that a balloon rupture occurred. The 98% stenosed target lesion with length of 20mm and a diameter of 2.5mm was located in the severely tortuous and severely calcified left circumflex artery. A flextome cutting balloon was selected to treat the lesion. During the procedure, it was noted that the balloon ruptured. The procedure was completed and no patient complications were reported.